Event description:
From letter from surgeon: "the patient has undergone CT scanning of both her hips. Both hips are very similar in that they show significant polyethylene wear and superolateral migration of the chrome cobalt femoral heads within the polyethylene liners." The patient had revision surgery. Exchange of bearing components right total hip replacement. Proximal migration of femoral head within polyethylene bearing due to polyethylene wear. Elliptical shape to socket. The surgeon has commented. "I feel this is an unacceptably short time period for these acetabular cups to have lasted."

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the result of this investigation once it has been completed.